Manufacturer narrative:
E1. Initial reporter phone: (B)(6) the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31169998l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade treated with a pericardiocentesis. Atrial septal puncture was not performed. After the ablation for pvc in ventricular was completed, and when the stsf catheter was about to be placed on the coronary sinus (cs), blood pressure was dropping down and the pericardial effusion was confirmed. Echocardiography showed weak pulsation. Pericardial drainage was performed, and the procedure was completed. Patient outcome is recovered. No evidence of steam pop. The physician does not consider that the cardiac tamponade was caused by the ablation. When the catheter was inserted in the cs, the contact force was high, so at that time the cardiac tamponade could have occurred. Correct settings were used. No error messages on equipment.